Event description:
It was reported through legal that the surgeon implanted zimmer biomet devices that had allegedly been previously used, and or were expired. The patient is reporting of pain, unspecified infection, and sepsis and was revised. No further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown liner unknown unknown cup unknown unknown stem unknown g2: foreign: poland proposed component code: mechanical- head (g04) customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10 . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. It was reported the devices were previously used or expired when implanted, however it could not be confirmed what occurred. If they were expired or previously used, it would be considered off label use according to the IFU for any sterilized implant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information to report at this time.